Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 400 mg/dl range with moderate ketones and insulin injections were used to address the bg level. After the occlusions, the customer would change the pump supplies. On multiple occasions, the cartridge was noted to be cracked. The contact was in the process of filling the infusion set tubing when tandem technical support was telephoned and requested assistance with clearing the most recent occlusion alarm. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Event description:
Additional information received indicated that the customer's cartridges were not leaking in the past and did not feel that the customer had been having any cartridge related issues.